Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. No deformation or damage of the valve was detected during the visual inspection. The permeability test has shown that the valve is permeable. This is a fixed pressure valve. An adjustment test is not applicable. This is a fixed pressure valve. A braking force and brake function test is not applicable. First we performed a visual inspection of the dav. No deformation or damage of the valve was detected during the visual inspection. Next we tested the permeability of the valve. The valve was shown to be permeable. We have dismantled the valve. Inside the dav we have found a slight buildup of substances likely protein. Based on our investigation, we are unable to substantiate the claim of occlusion. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past. We can excluded a defect at the time of release. The valve met all specifications of the final inspections.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: unknown. Height cm: 178. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "1d po valve is blocked. Explanted." All medwatch submissions related to this report are: 3004721439-2018-00216.